Event description:
The device was received at the service shop with a note stating "overinfusion, pump involved in a patient incident". Another note stated, "this pump was involved with a patient incident. There was a large discrepancy between the amount of morphine the pump reported as given and the amount in the syringe". Although several attempts have been made, no additional information has been able to be obtained related to the device settings, medication involved, details related to the severity of the patient incident, or patient demographics.